Event description:
A malfunction alarm occurred, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and understood instructions to call back if the issue recurred.